Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced hyperglycemia or high blood glucose. The blood glucose value was found to be 500 mg/dl to 342 mg/dl. The symptoms for high blood glucose were none. The customer was treated with manual injections. The customer was also using the insulin pump and auto mode statement at the time of reported event. The customer declined to troubleshoot. It was also reported that the insulin pump had motor anomaly and scratches on the insulin pump. The customer was advised to discontinue use of the insulin pump.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having high bg, damaged to display window, and motor anomaly on event date of 15-jun-2022 insulin pump received with broken retainer ring. Unable to lock a test p-cap into the reservoir compartment due to broken retainer ring. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to broken retainer ring. Active current measurement and sleep current measurement and self test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, scratched lcd window, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, partially broken retainer ring, partially detached retainer ring, missing o-ring for reservoir tube. Damaged to display window confirmed. Motor anomaly unknown due to broken retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.